Event description:
Customer reported "massimo hand held (rad 57) did not work during resuscitation. Ongoing massimo hand held pulse oximeter (rad 57) since 2012, cure letter sent (B) (6) 2014.

Manufacturer narrative:
The returned device was evaluated. During eval the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.